Event description:
Surgeon was tightening screws and the tips of two (2) low profile u-joint drivers broke off inside the screw heads. Surgeon removed one tip, the other remains in the pt. The surgeon is not planning to revise. The exact lot number of the driver associated with the unretrieved tip cannot be determined at this time.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Surgeon is not planning to revise at this time. The MFR date is 8/4/08 for lot# 2387975 & lot# 2387976. The investigation could not be completed, no conclusion could be drawn, as no device was returned. The mfg records for lot# 2387975 & lot# 2387976 were reviewed and no complaint related issues were found. Medical device correction initiated for labeling associated with technique and proper device usage.